Event description:
It has been repported to co that the occlusion balloon deflated unexpectedly during the procedure. The device was removed and replaced with a second device to continue the case. The physician inserted the second occlusion balloon wire into the vessel and inflated to occlude the vessel. The physician inserted a 3.0 x 25mm stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and deflated the occlusion balloon. The physician repositioned the occlusion balloon and re-inflated to occlude the vessel. The physician inserted a 2.75 x 28mm stent delivery catheter and placed the stent. The stent delivery catheter was removed and a post dilatation balloon was inserted and inflated to dilate the stent. The physician inserted the aspiration catheter and aspirated the vessel. It became apparent that the middle segment of the vein graft was diffusely diseased and also that the distal half of te distal stent was probably under deployed. The physician post dilated the stent with a 3.5 x 8mm balloon and also did the proximal stent. Despite then removing the wire the appearance of the middle segment of the vein graft between the two stents was unacceptable. The physician decided to rewire the vessel and discovered that the occlusion balloon had deflated. The physician decided to continue the case without occlusion. The physician inserted stent delivery catheter and placed two more stents in the vessel. The physician inserted a post dilatation balloon and dilated the vessel. The case was completed successfully and the pt is reported to be fine.